Event description:
It was reported that during a bariatric surgery by video laparascopy procedure, after stapling, the staple line was not complete and caused exceeding bleeding. A blood transfusion was required as a result of the bleeding. The pt is now in good condition.